Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture and oversensing of noise resulting in inhibition of pacing. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.